Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The anvil of the loading unit was bowed and the knife bar assembly was buckled. Additionally, the loading unit had damage to the cutting edge of the knife blade noted during microscopic inspection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the secondary bowed anvil and buckled knife-bar assembly may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These chan ges may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size." Replication of the secondary damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the secondary anvil clamping mechanism deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Based on review of the file, this report was updated from a malfunction to a serious injury. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transection of pulmonary artery on a laparoscopic robotic right lower lobectomy , the jaws of the device locked on the tissue. The surgeon used another stapler and reloads adjacent to the stapler/reload that was locked on the tissue. After a successful transection, the surgeon used shears/scissors to cut the tissue on the other side of the locked stapler. Once it was out of the body, the surgeon used another instrument to pull back the I-beam so the jaws were opened. The surgical time was extended for 30 minutes or more due to the product problem. The surgeon opened another stapler and 1 staple reload to complete the transection. There was no patient injury reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a transection of pulmonary artery on a laparoscopic robotic right lower lobectomy last (B)(6), the jaws of the device locked on the tissue. The surgeon used another stapler and reloads adjacent to the stapler/reload that was locked on the tissue. After a successful transection, the surgeon used shears/scissors to cut the tissue on the other side of the locked stapler. Once it was out of the body, the surgeon used another instrument to pull back the I-beam so the jaws were opened. The surgical time was extended for 30 minutes or more due to the product problem. The surgeon opened another stapler and 1 staple reload to complete the transection. There was no patient injury reported.